Manufacturer narrative:
The manufacturer previously reported as- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity, and liver disease/toxicity. After device evaluation, this report updated as- the device was returned to the manufacturer's product investigation laboratory (pil) for evaluation and the complaint was confirmed by pil. Also, observed black substance consistent with sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity, and liver disease/toxicity. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.